Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint about the v60 ventilator indicating that the touched position was out of alignment. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) found during service of the device that the touch position was out of alignment. The issue was not resolved with touch screen calibration. The touchscreen was replaced, and the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation. A visual inspection of the returned touchscreen did not reveal any signs of damage or contamination. The returned touchscreen passed all of the flex cable testing. Initially, the touchscreen failed during diagnostics and functional testing. The touch screen displayed misaligned touch points. The pil technician verified that after the successful recalibration of the touchscreen using the touchscreen calibration button noted in the diagnostic portion of the software, the touchscreen could be recalibrated. The touchscreen then passed all diagnostic testing and the touchscreen operated without issue. After the calibration of the touchscreen, the touch points were properly aligned with the liquid crystal display (lcd). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.